Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak and blood clot was observed at the connection point between a thermax blood warmer and a prismaflex st150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed coagulated blood at the connection between the prismaflex set (male luer connector) and thermax bag (female luer connector). The lot number is unknown; therefore, additional analysis could not be completed. The cause of the reported leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted. .